Event description:
Customer reportedly obtained results of 298 mg/dl and 56 mg/dl on the same device within 10 mins. No action was taken based on device results. No adverse event reported and no treatemtn rec'd. No quality controls were used. Requested return of suspect device and replacement was sent.